Event description:
It was reported that during an unknown procedure, the clips scissored. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.